Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Later the same day, the physician noted the device had embolized. The device was snared by right groin access. No further issues were noted to have occurred. The patient was discharged the next day. The physician would reevaluate the patient in regards to a second implant at a later date.